Manufacturer narrative:
Performance data collected from the device was received and analyzed. Analysis of the data showed the battery indicator signifying that the time is approaching for device replacement. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis found the device battery to be depleted. When the device was powered by an external supply, it was fully functional with nominal system current drain. Since there was no evidence of a high current drain condition, the cause of the rapid battery depletion was not determined. No hybrid anomalies were observed. Small, isolated li-plating was observed on the inner case surface, but no li-plating was found under the hsi. Based on the destructive analysis, no evidence of an internal short was found. The lithium (li) anode was intact along its entire length, with only minimal localized discharge found along the leading edge. The separators, insulators and welds were intact and in good condition; there was no evidence of an internal battery problem. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary continued: the returned device indicated shorting/low impedance in an integrated circuit. Physical analysis of the radio frequency module (rfm) was pursued which identified substrate cracks and evidence of a copper-bearing leakage. These findings were consistent with a current leakage path due to a resistive short in the rfm substrate. Based on the destructive analysis, no evidence of an internal short was found. If information is provided in the future, a supplemental report will be issued.